Event description:
A report was received that the pt's precision system was explanted due to inadequate pain relief, and the device shocking him after attempting to turn on a light. The pt was reportedly doing well after the procedure.